Event description:
Spontaneous call from patient reports issues with pump infusion, troubleshooted and ended up having home health nurse infuse via gravity for remainder of infusion since pump didn't resume where it left off (patient/nurse tried to stop infusion to get air out of line). Infusion continued via gravity. Pt requested return package to return defective pump. No adverse event reported new curlin 6000cms pump, pump manual, and pump return box scheduled to delivery (B)(6) 2021. No further information provided. Indication: rheumatoid arthritis, unspecified, dermatopolymyositis, unspecified, organ involvement unspecified, myasthenia gravis without (acute) exacerbation. Reported to (B)(6) by pt/caregiver.